Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer experienced a high blood glucose. Customer¿s blood glucose level was 500 mg/dl. Customer stated that the insulin pump had a no delivering alarm and the customer decline troubleshooting for no delivering alarm. Troubleshooting was performed for high blood glucose. The reservoir will not return for the analysis.